Event description:
The user facility reported a 65yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a side arm leak prompting a purge bypass configuration. The issue was resolved with no harm to the patient.

Manufacturer narrative:
The investigation for the reported purge sidearm leak has been completed. No product or data was returned to the bhl. The usage of bicarbonate most likely contributed to the purge leak. With no product returned, the location of the purge leak is undetermined. This report is being filed as part of a retrospective review of historical records.